Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous right popliteal artery. After an unspecified guidewire crossed the lesion, a 5.0mmx20mmx142cm coyote nc otw balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 18 atmospheres. The ruptured balloon was completely removed from the sheath. The procedure was completed by using a 25-30/3.4t/142 coyote nc otw balloon catheter. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).